Event description:
(B)(6) received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
(B)(6) received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay. Run files were requested on (B)(6) 2021 for run analysis, but as of (B)(6) 2021 no run files have been provided. The customer communicated that the results were not repeated on another platform to verify if the positive results were actually false positives. The customer's device and suspected false positive results were not provided for investigation. Complaint investigation conclusion is pending more information from the customer, but at this time no malfunctions have been identified with the retain testing. Batch record review showed the critical component, reaction mix mol4151, lot# us13804, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150, lot# us13660 for suspected false positives.